Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, d4, g4, g7, h1, h2, h3, h6, h10. D4: UDI # (B)(4). This complaint (ligament laxity in the patient) is confirmed. No devices were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Primary operative notes does not suggest any intra operative complications. Office visit notes state that the patient was presented with pain in knee and pain in the left knee was more than pain in the right. The patient also had some laxity laterally in full extension as well as mid flexion, more stable at 90° flexion. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 42532007902 lot # 62900940. Item # 42540200038 lot # 62697762. Item # 42522401011 lot # 62643911. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00704, 0002648920-2019-00705, 0001822565-2019-04133. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a total knee arthroplasty performed. Subsequently, the patient reported persistent moderate pain and ligament laxity. No intervention has been planned to date. Attempts have been made, and no further information has been provided.